Manufacturer narrative:
Date of event ¿ exact date unknown two and half (2.5) months post implant. Explant date is not completed as the lens remains implanted. (B)(6). To date the lens remains implanted and not available for evaluation. A review of the manufacturing records was performed. Results were within specifications and no deviation or assignable cause was identified when this production order was completed. The documentation shows that the production order was manufactured according specifications. Placeholder.

Event description:
It was initially reported that a physician had five (5) patients that experienced cystoid macular edema (cme) after implantation of an amo intraocular lens (iol). This report is for one of these patients who experienced cystoid macular edema (cme) two and half (2.5) months post implant of a zct150 16.0 diopter intraocular lens in the right eye. The actual incident date was not provided. The type of operation was phaco with iol implant. Refraction achieved: plano/-0.25 x 70. Best corrected visual acuity (bcva) post-op at one (1) month: 20/20. Post-op optical coherence topography (oct) macular thickness: 480um (unit of measure). The physician does not know the cause of the cme. The vision after surgery was perfect in the patient. No obvious signs of inflammation or discomfort were noted. No potential risk factor for cme was noted. The physician found the cme based on the quantifying post-op optical coherence topography (oct) results. The physician usually prescribes voltaren eye drops for one (1) week after surgery. He uses 0.1% prednisolone drops for one (1) month after surgery. Since the occurrence of cme, the physician extended the voltaren eye drops dosage to one (1) month. The case resolved after treatment with voltaren eye drops. No additional information provided.

Manufacturer narrative:
The manufacturing record review indicates that the sterilization batch was released with no nonconformances. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related nonconformances within the production order timeframe. There were no process and/or material changes within the production order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Corrected data: outcomes attributed to adverse event - on the initial MDR only required intervention to prevent permanent impairment/damage was indicated however other serious (important medical events) should also have been chosen. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.